Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1. 465 mg/dl and 170 mg/dl 2. 545 mg/dl, 129 mg/dl, and 55 mg/dl sets of readings were taken at different times. With second set of readings, customer self-treated with orange juice based upon the reading of 55 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.